Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the sds when it was unpacked. Reportedly, there was no pt involvement. No additional event or pt info is available.